Event description:
Started having increasing autoimmune like symptoms over a period of a few years, fatigue, rashes, allergies, ringing in ears, swollen glands, etc. Became aware of the growing number of cases of problems with textured implants. Had explant surgery (B)(6) 2018. Heard textured implants were recalled july 2019. FDA safety report ID# (B)(4).